Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported having an infection and was being treated with medication. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024, and the patient¿s vancomycin was discontinued. On the same day, the patient complained of ongoing abdominal pain, and the decision was made to remove the patient¿s pd catheter (not a fresenius product). The patient was referred to an outpatient vascular clinic where her pd catheter was removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was temporarily transitioned to outpatient hd while her abdomen heals and is recovering from the serious adverse events. The pdrn reported the cause of the peritonitis is unknown; however, there was no suspected fresenius product(s) and/or device(s) involvement. The pdrn stated the patient will complete the remaining antibiotics intravenously during hd.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy, pd catheter (not a fresenius product) removal, and the temporary transition to hd therapy. The pdrn reported the cause of the peritonitis is unknown; however, there was no suspected fresenius product(s) and/or device(s) involvement. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having an infection and was being treated with medication. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024, and the patient¿s vancomycin was discontinued. On the same day, the patient complained of ongoing abdominal pain, and the decision was made to remove the patient¿s pd catheter (not a fresenius product). The patient was referred to an outpatient vascular clinic where her pd catheter was removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was temporarily transitioned to outpatient hd while her abdomen heals and is recovering from the serious adverse events. The pdrn reported the cause of the peritonitis is unknown; however, there was no suspected fresenius product(s) and/or device(s) involvement. The pdrn stated the patient will complete the remaining antibiotics intravenously during hd.